Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie was not opening. A technical support specialist (tss) remoted in and logged into the tester app. Using the unconditional feature, the cubie still did not open or eject. Cubie 05-11 was not opening or ejecting, so an fse was dispatched to eject the cubie. Later, the tss confirmed the issue was no longer present, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, had cubie failure. Cubie failed to open and no response, remoted in and tested the cubie but its fails to open or eject. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.